Event description:
It was reported that the customer had high blood glucose levels of 170 mg/dl. The customer reported that the insulin pump alarmed no delivery during bolus. The customer was unable to troubleshoot the no delivery alarm since it was a past event. The customer was advised to try a different infusion site. The customer also reported a lost sensor from the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.